Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. Visual analysis only was performed.

Event description:
It was reported the lead was implanted after the use by date. It was later capped during a device change out procedure and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information was received indicating the lead was removed.